Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "broach handle did not stick onto broach. Had to use kocker to remove broach from canal."